Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh). The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on an e module analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. A specific root cause could not be determined based on the provided information. A general reagent issue could not be detected. In the very low end of the tsh assay measuring range, variations in values measured during multiple measurements may occur.